Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's legal guardian (lg) that the patient's blood glucose levels rose to 380 mg/dl while wearing the pod between 25 and 36 hours. When the pod was removed from the infusion site (unspecified), the infusion site was bleeding, clotting the pod cannula. As treatment, a new pod was applied.